Event description:
It was reported that during a colonoscopy procedure received assembly disassembly issue and weren¿t allowed to use the instrument, no more allowed to disassembly it. Another device like device was used to complete the case. No patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received attached to an ace36 device, with the nose cone damaged and the mount was noted to be loose. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. No functional testing could be performed due to the nose cone was extremely cracked and in order to disconnect the devices the handpiece nose cone and mount came apart. When the internal components were inspected; the moisture indicator was positive, the washers were present and the acoustic isolator was torn. All wires were found to be disconnected at the mid housing level. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. No conclusion could be reached as to what caused this issue.